Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: protruding into the uterus') in an adult female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, overweight, epilepsy, brain operation, menometrorrhagia, grand multiparity, appendectomy and brain operation. As per mr, on (B)(6) 2015 plaintiff underwent essure confirmation test revealed occlusion bilaterally with minimal trailing of the right inner coil. This raises concern about adequate positioning. Previously administered products included for an unreported indication: topiramate, topamax, tegretol and iud nos. Past adverse reactions to the above products included hypersensitivity with tegretol, topamax and topiramate. Concurrent conditions included tobacco user, chest pain, urinary frequency, bacterial vaginosis, vaginal discharge, uterine bleeding, amenorrhea, vulvovaginitis, dermatofibroma, menopause and urinary tract infection. Concomitant products included medroxyprogesterone acetate (depo provera) and miconazole nitrate (monistat). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("moody") and hirsutism ("started growing a beard"). On (B)(6) -2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vaginal infection ("infection: vaginal"). In 2017, the patient experienced uterine pain ("lower left of uterus pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2018, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroid"). The patient was treated with metronidazole (flagyl). Essure treatment was not changed. At the time of the report, the device dislocation, uterine pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, mood altered, hirsutism, vaginal infection, migraine, headache, nausea, uterine leiomyoma and weight increased outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, menorrhagia, migraine, mood altered, nausea, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Insertion details: right- there were 8 coils in the uterine cavity, left- 4 coils were noted to be in the uterine cavity. As per pfs, the plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Pregnancy test urine - on (B)(6) 2018: n. Ultrasound scan vagina - on (B)(6) 2014: dominant benign-appearing cyst of the right ovary. Subtle heterogeneity of the myometrium. This raises the question of possible adenomyosis. No myometrial cyst is identified. Normal appearance of the endometrium and endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and medical record received. Reporters information, plaintiff's information and lot number was added. Event injury was replaced with lower left of uterus pain. Events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), moody, started growing a beard, infection: vaginal, malposition of essure device location of device: protruding into the uterus, migraines, headaches, nausea, lower left of uterus pain, fibroid and weight gain. Treatment drug, concomitant drugs, lab data and medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: protruding into the uterus/malposition of essure device location of device: left coil is partially in uterus/malposition: uterus') in a 38-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, overweight, epilepsy, brain operation, menometrorrhagia, grand multiparity, appendectomy and brain operation. As per mr, on (B)(6) 2015 plaintiff underwent essure confirmation test revealed occlusion bilaterally with minimal trailing of the right inner coil. This raises concern about adequate positioning. Previously administered products included for an unreported indication: topiramate, topamax, tegretol and iud nos. Past adverse reactions to the above products included hypersensitivity with tegretol, topamax and topiramate. Concurrent conditions included tobacco user, chest pain, urinary frequency, bacterial vaginosis, vaginal discharge, uterine bleeding, amenorrhea, vulvovaginitis, dermatofibroma, menopause and urinary tract infection. Concomitant products included medroxyprogesterone acetate (depo provera) and miconazole nitrate (monistat). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmennorhea (cramping)"), mood altered ("moody/hormonal changes") and hirsutism ("started growing a beard"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and chest pain ("chest pain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection type: urinary tract infections"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced vaginal infection ("infection: vaginal/vaginal infection"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), 2 years after insertion of essure. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"). In 2017, the patient experienced uterine pain ("lower left of uterus pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2018, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient was found to have uterine leiomyoma ("fibroid") and experienced pelvic pain ("pelvic pain/severe pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), nervous system disorder ("nuero condit/problem"), pelvic adhesions ("lysis of pelvic adhesions") and infection ("infection"). The patient was treated with metronidazole (flagyl) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, uterine pain, vaginal haemorrhage, menorrhagia, fatigue, mood altered, hirsutism, vaginal infection, migraine, headache, nausea, uterine leiomyoma, weight increased, psychological trauma, nervous system disorder, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, abdominal pain lower, chest pain, pelvic adhesions and infection outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, chest pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, infection, menorrhagia, metrorrhagia, migraine, mood altered, nausea, nervous system disorder, pelvic adhesions, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Insertion details: right- there were 8 coils in the uterine cavity, left- 4 coils were noted to be in the uterine cavity. As per pfs, the plaintiff did not undergo an essure confirmation test. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: malposition of essure device ((B)(6) 2015), essure coils were partially located in my uterus. Pregnancy test urine - on (B)(6) 2018: n. Ultrasound scan vagina - on (B)(6) 2014: dominant benign-appearing cyst of the right ovary. Subtle heterogeneity of the myometrium. This raises the question of possible adenomyosis. No myometrial cyst is identified. Normal appearance of the endometrium and endometrial canal.. Batch no c06466, production date 2013-12-16, expiration date 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: protruding into the uterus/malposition of essure device location of device: left coil is partially in uterus/malposition: uterus') in a 38-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, overweight, epilepsy, brain operation, menometrorrhagia, grand multiparity, appendectomy and brain operation. As per mr, on (B)(6) 2015 plaintiff underwent essure confirmation test revealed occlusion bilaterally with minimal trailing of the right inner coil. This raises concern about adequate positioning. Previously administered products included for an unreported indication: topiramate, topamax, tegretol and iud nos. Past adverse reactions to the above products included hypersensitivity with tegretol, topamax and topiramate. Concurrent conditions included tobacco user, chest pain, urinary frequency, bacterial vaginosis, vaginal discharge, uterine bleeding, amenorrhea, vulvovaginitis, dermatofibroma, menopause and urinary tract infection. Concomitant products included medroxyprogesterone acetate (depo provera) and miconazole nitrate (monistat). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea cramping"), mood altered ("moody/hormonal changes") and hirsutism ("started growing a beard"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia painful sexual intercourse"), abdominal pain lower ("lower abdomen pain") and chest pain ("chest pain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection type: urinary tract infections"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced vaginal infection ("infection: vaginal/vaginal infection"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), 2 years after insertion of essure. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"). In 2017, the patient experienced uterine pain ("lower left of uterus pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2018, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient was found to have uterine leiomyoma ("fibroid") and experienced pelvic pain ("pelvic pain/severe pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia bleeding b/w periods"), psychological trauma ("psych injury"), nervous system disorder ("neuro condit/problem"), pelvic adhesions ("lysis of pelvic adhesions") and infection ("infection"). The patient was treated with metronidazole (flagyl) and surgery (hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, uterine pain, vaginal haemorrhage, menorrhagia, fatigue, mood altered, hirsutism, vaginal infection, migraine, headache, nausea, uterine leiomyoma, weight increased, psychological trauma, nervous system disorder, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, abdominal pain lower, chest pain, pelvic adhesions and infection outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, chest pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, infection, menorrhagia, metrorrhagia, migraine, mood altered, nausea, nervous system disorder, pelvic adhesions, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Insertion details: right there were 8 coils in the uterine cavity, left 4 coils were noted to be in the uterine cavity. As per pfs, the plaintiff did not undergo an essure confirmation test. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram in (B)(6) 2015: malposition of essure. Device ((B)(6) 2015), essure coils were partially. Located in my uterus. Pregnancy test urine on (B)(6) 2018: n. Ultrasound scan vagina on (B)(6) 2014: dominant benign-appearing cyst of the right ovary. Subtle heterogeneity of the myometrium. This raises the question of possible adenomyosis. No myometrial cyst is identified. Normal appearance of the endometrium and endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. New events lysis of pelvic adhesions and infection nos were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: protruding into the uterus') in an adult female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, overweight, epilepsy, brain operation, menometrorrhagia, grand multiparity, appendectomy and brain operation. As per mr, on (B)(6) 2015 plaintiff underwent essure confirmation test revealed occlusion bilaterally with minimal trailing of the right inner coil. This raises concern about adequate positioning. Previously administered products included for an unreported indication: topiramate, topamax, tegretol and iud nos. Past adverse reactions to the above products included hypersensitivity with tegretol, topamax and topiramate. Concurrent conditions included tobacco user, chest pain, urinary frequency, bacterial vaginosis, vaginal discharge, uterine bleeding, amenorrhea, vulvovaginitis, dermatofibroma, menopause and urinary tract infection. Concomitant products included medroxyprogesterone acetate (depo provera) and miconazole nitrate (monistat). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("moody") and hirsutism ("started growing a beard"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vaginal infection ("infection: vaginal"). In 2017, the patient experienced uterine pain ("lower left of uterus pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2018, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroid"). The patient was treated with metronidazole (flagyl). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, mood altered, hirsutism, vaginal infection, migraine, headache, nausea, uterine leiomyoma and weight increased outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, menorrhagia, migraine, mood altered, nausea, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Insertion details: right- there were 8 coils in the uterine cavity, left- 4 coils were noted to be in the uterine cavity. As per pfs, the plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Pregnancy test urine - on (B)(6) 2018: n. Ultrasound scan vagina - on (B)(6) 2014: dominant benign-appearing cyst of the right ovary. Subtle heterogeneity of the myometrium. This raises the question of possible adenomyosis. No myometrial cyst is identified. Normal appearance of the endometrium and endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: protruding into the uterus/malposition of essure device location of device: left coil is partially in uterus/malposition: uterus') in a 38-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, overweight, epilepsy, brain operation, menometrorrhagia, grand multiparity, appendectomy and brain operation. As per mr, on (B)(6) 2015 plaintiff underwent essure confirmation test revealed occlusion bilaterally with minimal trailing of the right inner coil. This raises concern about adequate positioning. Previously administered products included for an unreported indication: topiramate, topamax, tegretol and iud nos. Past adverse reactions to the above products included hypersensitivity with tegretol, topamax and topiramate. Concurrent conditions included tobacco user, chest pain, urinary frequency, bacterial vaginosis, vaginal discharge, uterine bleeding, amenorrhea, vulvovaginitis, dermatofibroma, menopause and urinary tract infection. Concomitant products included medroxyprogesterone acetate (depo provera) and miconazole nitrate (monistat). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmennorhea (cramping)"), mood altered ("moody/hormonal changes") and hirsutism ("started growing a beard"). In october 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and chest pain ("chest pain"). In january 2015, the patient experienced urinary tract infection ("infection type: urinary tract infections"). In march 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced vaginal infection ("infection: vaginal/vaginal infection"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), 2 years after insertion of essure. In october 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia"). In 2017, the patient experienced uterine pain ("lower left of uterus pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2018, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient was found to have uterine leiomyoma ("fibroid") and experienced pelvic pain ("pelvic pain/severe pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and nervous system disorder ("nuero condit/problem"). The patient was treated with metronidazole (flagyl) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, uterine pain, vaginal haemorrhage, menorrhagia, fatigue, mood altered, hirsutism, vaginal infection, migraine, headache, nausea, uterine leiomyoma, weight increased, psychological trauma, nervous system disorder, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, abdominal pain lower and chest pain outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, chest pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, menorrhagia, metrorrhagia, migraine, mood altered, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Insertion details: right- there were 8 coils in the uterine cavity, left- 4 coils were noted to be in the uterine cavity. As per pfs, the plaintiff did not undergo an essure confirmation test. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in january 2015: malposition of essure device (jan2015), essure coils were partially located in my uterus. Pregnancy test urine - on (B)(6) 2018: n. Ultrasound scan vagina - on (B)(6) 20214: dominant benign-appearing cyst of the right ovary. Subtle heterogeneity of the myometrium. This raises the question of possible adenomyosis. No myometrial cyst is identified. Normal appearance of the endometrium and endometrial canal.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Events per pfs: pelvic pain, abdominal pain, metrorrhagia (bleeding b/w periods), psych injury, neurological condit/problem were added. Essure removal date was updated. On 19-sep-2019: pfs and mr received. Events per pfs: uti, vaginal discharge, bladder problems or urinary problems, chest pain, abdominal pain lower were added. Event malposition of essure device location of device: left coil is partially in uterus and malposition of essure device: uterus were clubbed with previously reported event device dislocation and event pt was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.